Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/02/2010, 07/07/2010 by phone, fax, and mail. Medical records were received on 07/08/2010. A completed questionnaire was received on 07/19/2010. (B)(4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction with residual cylinder following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the event continues.